Manufacturer narrative:
The suspect device was received in carefusion facility for evaluation. Service technician placed the ventilator on extended test/run-in. No root cause has been determined yet, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator was not delivering breaths during use on a patient. The customer also reported that the patient de-saturated and had a decreased heart rate during the reported event. The customer reported that the patient was transferred to another ventilator and was intervened with manual resuscitator.

Manufacturer narrative:
Device evaluation: g4, h2, h6 and h10. H10 - third party service technician was unable to verify customer reported complaint. The event trace reveals multiple "tbn estp" and one "tbn hstp" conditions. All other event trace entries are consistent with normal ventilator operation. Turbine will be replaced as a precaution. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 180 hour extended tests at customer settings with no abnormalities. Vent failed final test at o2 leak test, flow & o2 blending test, and tidal volume. O2 leak test failed for non-conformance with measured leak, measured leak was 3.07, expected is 1.00. Flow & o2 blending failed for non-conformance with calc. Flow and o2 percentage at tests 10.8.4 & 10.8.6, and o2 percentage at test 10.8.10. Calc. Flow was 8.9, expected is 9.2 for test 10.8.4. O2 percentage was 26.4, expected is 27.0 for test 10.8.4. Calc. Flow was 9.0, expected is 9.2 for test 10.8.6. O2 percentage was 71.3, expected is 85.0 for test 10.8.6. O2 percentage was 54.6, expected is 55.0 for test 10.8.10. Bench testing reveals o2 blender is creating the non-conformance. Replaced o2 blender with known good o2 blender, vent passed o2 leak test and flow & o2 blending. Tidal volume test failed for non-conformance with calculated vti average test 1. Calculated vti average was 269, expected is 276. Performed vhome trim, vent passed tidal volume test.